Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), balloon inflation/deflation difficulties were encountered. The lesion being treated was located in the subclavian vein. While inflating the ultra-thin diamond balloon to 4 atms, the balloon did not inflate completely. The syringe with manometer, cannot 'up of pressure'. The balloon would not deflate and it was not possible to remove it from the introducer. The introducer with the balloon were removed from the pt. The procedure was completed with another of the same device. No pt complications were reported. Pt status reported as "stable".

Manufacturer narrative:
(B)(4).